Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no additional information has been received at this time. The reporter did indicate that no revision has occurred to date. No patient, catalog number, or event dates have been advised. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the ion percentage measured in blood where hip prosthesis have been installed is too high. No revision to date.

Manufacturer narrative:
(B)(4). Brand name/conserve(r) hip; common device name/product code kwa. Reporter advises the patient has been revised; however, no additional information has been received at this time. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The product was not returned. There is not enough information available for further investigation.